Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided. No devices received, log review only.

Event description:
It was reported that the large volume pump rate field was mis-programmed with the dose for a bumetanide infusion to run at 2mg/hr (8ml/hr) instead of the ordered dose of 0.5mg/hr (2ml/hr). The mixture concentration was 15mg/60ml IV bag. The patient received 40ml total of the drug before the programming medication error was identified, and required increased monitoring. Although requested, further information was not provided.

Manufacturer narrative:
The report of a bumetanide overinfusion due to a programming error was confirmed. Physical inspection was not possible as the device was not returned. The device logs and customer dataset were not received for investigation. Only ikp data was provided for analysis. The ikp data shows that at the time of the reported event, pump module s/n (B)(6) was manually programmed to infuse a continuous infusion of bumetanide through guardrails (dose = 2mg/hr, rate = 8ml/hr) under the adult-non maternity profile at 1128 on (B)(6) 2020 and ran at these parameters until 1641 on (B)(6) 2020. The root cause of the reported medication error (bumetanide overinfusion) was identified to be programming. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 17 march 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 25 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the large volume pump rate field was mis-programmed with the dose for a bumetanide infusion to run at 2mg/hr (8ml/hr) instead of the ordered dose of 0.5mg/hr (2ml/hr). The mixture concentration was 15mg/60ml IV bag. The patient received 40ml total of the drug before the programming medication error was identified, and required increased monitoring. Although requested, further information was not provided.